Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that there was a crack on the battery housing down to the side of clip and to the bottom around almost to the front. Customer's blood glucose value was 117 mg/dl. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.